Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000477830, 3000476182, and 3000471463 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000477830 and 3000476182. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000471463 . There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a vessel harvest of the saphenous vein, the vasoview hemopro 2 cutting tool stopped energizing, this was toward the end of the case and a lot of burning had taken place prior. The harvester waited several seconds and the device started working again. The power setting on the hemopro power supply was 3. The harvester stated the unit stopped energizing again however the last branch had been ligated and the harvest was complete. There was no case delay. There was no adverse event or harm.